Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise. The health care professional confirmed the noise exhibited was due to a procedure that day. Technical services (ts) advised right atrial pacing had been delivered when not required due to undersensing beats that fell into the refractory period. Ts suggested reprogramming recommendations. This crt-d remains in service. No adverse patient effects were reported.